Event description:
It was reported that while using the device a patient died. The information is very limited due to police investigation. It looks like the incident was caused by the user of the device and the device itself has worked flawlessly. As soon as more information will become available, a new report will be submitted.